Event description:
Spontaneous call from patient, would like to replace pump 452228 due to battery being drained/pump rod malfunction alert no harm/injury to patient, no issues with second pump. Pt aware if anything happens with second pump to call back immediately or go to emergency room to ensure there is no stop in infusion. Pt also reported he has site pain every time he changes site and isn't able to function [no specific symptom given, lot/expiration unknown, unknown if available for return) for about a week. No further information or dates reported. Is the actual device available for investigation? Yes. Did we [MFR] replace device? Yes; did the patient have a backup device they were able to switch to? Yes. Was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.